Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during an excelsius gps surgery, all screws were lateral on the patients right side and medial on the patients left side. They apparently got a cord wrapped around the drb at the beginning, of the case, which flipped the drb up, resident flipped it back, telling us after the fact, but we also are now wondering if it shifted the drb as well. The surveillance marker was not activated when this happened at the beginning. It was a trauma case, so theirs is a chance the CT scan was greater than the 1.25mm slices, we are confirming that today. The merge seemed fine, minus the fracture site, which we were/did not instrument. We had to remove the screws and replace them at new trajectories.